Event description:
It was reported that the right ventricular lead showed high, out-of-range shock impedances of greater than 200 ohms. The device and leads remain in service. No adverse patient effects were reported.